Event description:
Male with confirmed suicide attempt via carbon monoxide. Patient initially unresponsive with a weak pulse. Patient was extricated and oxygen was administered. Multiple attempts were made to obtain co readings using the masimo rad-57 co-oximeter with each reading showing as "1". The patient was treated appropriately and transported to a level 1 trauma center with hyperbaric capabilities. The pt was found to have a carboxyhemoglobin level of 43 after more than 30 minutes 100% oxygen therapy. The rad-57 displayed accurate oxygen levels which were confirmed via a pulse oximeter on the cardiac monitor. Dates of use: 2005 - 2008. Diagnosis or reason for use: possible co poisoning.